Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (9 mg/ml at 3.9976 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the nurse just received a call from the local emergency room that the patient was there with acute withdrawal symptoms. The nurse stated they would like a manufacturer representative (rep) to check the pump status. The nurse reported they just put in a refill order and had no further history. The hcp was redirected to the national answering service to page a local rep. Additional information was received from the healthcare provider (hcp). The hcp reported the patient's withdrawal symptoms were not caused by their device or therapy. The pump did not malfunction. The patient had an abscess around the pump site and was in septic shock. The pump and catheter were removed on (B)(6) 2021 due to the abscess infection surrounding the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient required IV antibiotics post removal of the device. The issue was reported as resolved. The current status of the device was unknown.